Manufacturer narrative:
Follow-up # 1 date of submission 4/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/17/2017 with the following findings: during visual inspection of the pump, it was observed that the bolus button cover was missing therefore the investigation was unable to test the button¿s response from user input. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (button/keypad issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.